Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6), explanted: (B)(6) 2018, product type: catheter, ubd: 08-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2018. It was reported the patient experienced focal pain over their spinal incision. The logs were read and there were no ¿sinister events¿. The catheter was replaced recently. The hcp did a ¿surgery¿ but it was unknown what that ¿surgery¿ consisted of. It was unknown if the issue resolved. Patient weight and medical history was asked and will not be made available. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown why the catheter was replaced. The previous symptoms were unknown. It was believed the symptoms were resolved. The hcp pulled the catheter from the intrathecal space and cut it in the back, leaving only the pump and pump portion. The patient was discharged from the hospital. The status of the catheter was unknown.

Manufacturer narrative:
Hospitalization checked. If information is provided in the future, a supplemental report will be issued.